Manufacturer narrative:
Patient's nurse is calling to request an MRI of head. Plan to ship out a programmer. Received call from organ receiver coordinator and they were looking to get some information about our device. Patient is an organ donor and has passed. Requesting explanted devices be returned for analysis.

Event description:
Patient (B)(6) mom, (B)(6), and I spoke on (B)(6) to report that her daughter needed a head MRI. She was inpatient at our lady of the(B)(6). (B)(6) has two enterra devices implanted by (B)(6) in (B)(6) 2024 and the other in (B)(6) 2025. She was a failed gastric bypass patient that had her first device implanted in the remnant stomach and the second implanted in her pouch. Dr. (B)(6) consulted with dr. (B)(6) regarding this. Patient did well about 4 months post initial implant, and then started having reoccurring n/v. That is when dr. (B)(6) placed the second one. The patient did not respond to the second device. She failed both devices. The patient has had multiple surgeries since (B)(6) 2026 and ended up with an abdominal abscess from her feeding tube placements. She became septic and has now been admitted to ICU at olol in (B)(6). (B)(6), the np, turned her device off for MRI.